Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Blood glucose level was 159 mg/dl. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds). However, the customer the customer was adamant that the requested bolus was entered and delivered successfully and that the pump history was not logging the data. The clinical diabetes specialist consulted with the customer regarding adjusting the pump screen time out settings to avoid additional incomplete bolus alerts from occurring.